Manufacturer narrative:
Awaiting device return and evaluation.

Event description:
A male patient was being treated for muscle rehabilitation after a knee replacement. The parameters of treatment were russian waveform set to an intensity of 60-70. One channel was being used, 10 seconds on/ 10 seconds off, 50 bps, 50% duty cycle, 2 second ramp and a treatment time of 10 minutes. Approximately 8 minutes into the treatment, the patient notified one of the technicians that the intensity felt a bit strong. The technician went over to lower the intensity and as it was being lowered, the patient stated that it felt as if the intensity was going both up and down but not decreasing. The treatment was stopped. When the electrodes were removed the area under the electrodes was red; however, the patient was not injured. The clinician stated this patient could tolerate a higher intensity and that redness after treatment was not unusual. The patient did states that he felt some pain under one electrode. The patient returned at a later date for physical therapy and no injury was noted.